Event description:
There was an allegation of questionable elecsys probnp ii results for 1 patient sample on a cobas e 411 analyzer (rack system). The initial result was 36 pg/ml with a data flag. On (B)(6) 2024 a different tube from the same sample produced a result of 6300 pg/ml. The questionable result was reported outside the laboratory and a corrected report was sent. The sample was repeated because the initial result did not meet the clinical picture of the patient. The repeated result was believed to be correct.

Manufacturer narrative:
The reagent lot number is 77843901 with an expiration date of 30-jun-2025. The calibration and qc were acceptable. The alarm trace showed no abnormalities. The field service representative found the sample/reagent probe was damaged. The liquid level detection was affected. He replaced the tube and adjusted the liquid level detection to the normal voltage setting. Checks were performed with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.